Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer pressed the esc and act buttons and it would not clear the alarm. Customer then removed the battery. Customer's blood glucose level was 70 mg/dl. Customer was at the beach and she had her feet in the water, but pump was not submerged in the water. Customer thinks that the pump was exposed to sweat. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No unexpected button error alarms noted. Unable to perform displacement test due to no button response on the act and down arrow buttons. Insulin pump keypad was unresponsive due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.